Manufacturer narrative:
No sample, lot numbers, or photos were provided. It is unknown what medical intervention was required for treatment of the dti. No further information was available from the hospital.

Event description:
It was reported that upon removal of the anchorfast oral endotracheal tube holder, the skin under the cheekpads came off (skin stripping) and there was a deep tissue injury on the bilateral cheeks. The device had been in use for 5 days. The hospital could not supply information with regard to the amount of pressure created by the device (no support device was indicated). The patient suffered from malnutrition.